Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the whisper guide wire instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, it could not be determined if using the guide wire for lead placement for a non-abbott pacemaker contributed to the tip separation.

Event description:
It was reported that the whisper guide wire was used during lead placement for a non-abbott pacemaker in the coronary sinus. The tip of the guide wire separated during use. The separated guide wire tip remains inside the lead in the patient anatomy. The patient is reported to be fine. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device is being retained by the hospital. Investigation is not yet complete. A follow up report will be submitted with all relevant information.